Event description:
Wire on permanent hook cautery (robotic instrument) broke inside patient, wire was still attached to instrument when it came out of the body, new instrument replaced broken instrument.